Event description:
It was reported that a user¿s dexcom g7 sensor failed to pair with the ilet after a routine sensor change, and support instructed the user to apply a magnet to the sensor and retry pairing. Symptoms included no alerts or alarms from the pump. Outcomes included no clinical impact and no need for medical care. Investigation included troubleshooting and education on sensor pairing procedures. Investigation of this case revealed a pairing failure between the continuous glucose monitor and the pump, with no evidence of device damage or user injury. It was concluded, based on previously established findings for similar reports, that the cause was an interaction issue related to sensor-pump communication.